Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for investigation. However, a photo was submitted under a different complaint by the same customer for the same lot number. The photo in that complaint confirms the complaint for lot # 0010746. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that the gel in the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube hardened inside the cap after use. As a result, the analyzer couldn't pierce through it, and the tube had to be manually remediated and run. This occurred 1 time in lot 0010746, and 2 times in an unspecified lot. The following information was provided by the initial reporter: "gel hardened on the inside of the cap making it unpierce-able by the analyzer and having to be manually remediated and run."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0010746, medical device expiration date: 2021-01-31, device manufacture date: 2020-01-10, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gel in the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube hardened inside the cap after use. As a result, the analyzer couldn't pierce through it, and the tube had to be manually remediated and run. This occurred 1 time in lot 0010746, and 2 times in an unspecified lot. The following information was provided by the initial reporter: "gel hardened on the inside of the cap making it unpierceable by the analyzer and having to be manually remediated and run."